Event description:
Patient was under general anesthesia. Surgeon was performing a left laparoscopic radical nephrectomy. Because of the position of the renal artery relative to the renal vein, the renal vein was taken first. This was successfully done with a vascular stapler. Next the renal artery was taken with the vascular stapler. At this time it was noted that there was bleeding coming from the renal hilum. At this time the case was converted to an open procedure.